Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The device went into backup vvi mode after the cybersecurity upgrade failed. The clinician rebooted and attempted to re-interrogate. The device was restored to normal function via firmware download. The patient will continue with regular follow-up.